Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads implanted with the same lot number. It was reported the patient was not receiving effective stimulation. Lead diagnostics showed high impedances on both leads. The patient's leads were replaced with new ones. The patient is now receiving effective stimulation.

Manufacturer narrative:
Result: complaint was confirmed for high impedances/loss of stimulation. Microscopic inspection of the returned lead bodies¿ model 3186 revealed a lead breakage with broken wires and a compression mark. The compression mark and breakage on the lead when align correspond to distal end of a swift lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.